Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 36 mg/dl. Reportedly, the cause of the low bg was unknown. The customer was given a sandwich and was treated with an intravenous drip, and was released from the ER 3 hours later. Upon being released from the ER customer¿s bg level was 126 mg/dl, and customer was "functioning normally and was uninjured¿.